Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It was reported the surgeon was unable to dislocate the patients hip after trial reduction. The trial femoral head and trial neck were broken by the surgeon using osteotomy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The neck provisional head provisional were returned and evaluated against the complaint. The potential field service lifetime of the neck was 4.5 years and 3.5 years for the head. One of the feet had fractured off of the neck. The head was shattered into multiple pieces and pieces of each device were missing. Review of the device history record identified no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. It is reported that due to the difficulty in dislocating the hip after performing the trial reduction, the surgeon use an osteotomy to break femoral head trial and neck trial; no pieces fell into the patient. The devices are reported to be 6 years old. A definitive root cause undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.